Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient supported with an impella cp experienced episodes of arrhythmias: supraventricular tachycardia and frequent premature ventricular contractions, requiring medication. The patient had intermittent hypotension. The device position was confirmed via echocardiogram and remained stable. The patient was eventually weaned off support and survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia: the root cause of the arrhythmia was unable to be determined due to insufficient clinical details. Hemodynamic instability: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.